Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a distal right coronary artery (rca). Low speed antegrade treatment and high speed retrograde treatments were performed. During high speed treatment, resistance was felt and the oad crown fractured and separated completely from the oad driveshaft. The viperwire guide wire was removed and the fractured component was attached to the guide wire. All components were removed from the patient. There were no patient complications as a result of the event. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported crown separation appears to be related to operational context. In this case, it is likely that reported crown separation is due to patient disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a distal right coronary artery (rca). Low speed antegrade treatment and high speed retrograde treatments were performed. During high speed treatment, resistance was felt and the oad crown fractured and separated completely from the oad driveshaft. The viperwire guide wire was removed and the fractured component was attached to the guide wire. All components were removed from the patient. There were no patient complications as a result of the event. The patient was in stable condition.